Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to the electronic paper display (epd). Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially called to report a broken display screen. The reported meter was returned and investigated and a blank screen was observed.